Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the device shrink wrap insulation. Functional testing found that the device was returned without the packaging. The damage observed is consistent with user modifying insulation. Likely to expose more of the electrode. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that the electrode and the insulation were damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of active electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, while the resident was finishing up the case and pulled the device out of the holster, the whole electrode came off the pencil, fell apart, and fell into the patient cavity. It was fully retrieved without the use of an x-ray. There was no patient harm/injury.